Event description:
It was reported that the implantable loop recorder captured several asystole episodes. An attempt was made to reprogram sensitivity levels. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.